Event description:
Bd sterile lure lock syringe 50ml cat# 039653 was found to have blue plastic strip in them. The anesthesiologist found while priming the syringe. Defective product discovered by anesthesiologist while priming the syringe for use in surgery case yesterday, (B)(6) 2020. Today (B)(6) 2020, another report was submitted by the same anesthesiologist with another syringe found with the same defect. I have pictures of the defective product but cannot copy and paste on this report, I have made a report to the bd website yesterday. Today I reported to distributor (medline) and also email (B)(6), evp of quality and (B)(6), pres of bd.